Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer's father reported that his son had a seizure after he was given a shot of insulin upon the blood glucose reading of 73 mg/dl and continued on eating his breakfast. Before the paramedics came, customer was tested again and got the reading of 126 mg/dl. A few minutes later, the result of 26 mg/dl was obtained on an unknown brand of meter. Customer was treated with insulin, metformin, and vitamin pills. The product was returned and it was discovered the meter exhibited the memory overwrite malfunction.